Event description:
It was reported that during a lap prostate procedure, the instrument blade snapped in half. End of blade recovered from within pt and new shear opened to complete case. There was no adverse pt consequence.